Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on(B)(6)2024. The patient experienced inaccurate cgm values which occurred the day the sensor had been inserted in the abdomen. The patient was on his knees and couldn't move. At an unspecified moment, the cgm was reading 200 mg/dl and the blood glucose taken by the patient was 100 mg/dl. The patient was treated by a friend with carbohydrates and glucose gel and recovered after treatment. There was no documentation of further medical evaluation or intervention for serious symptoms of hypoglycemia. No other details were documented. No data was provided for evaluation. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.